Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a friend/family member of a patient regarding the patient¿s implantable neurostimulator (ins) for spinal pain. Uncomfortable stimulation/overstimulation were reported. The patient had a programming session with their manufacture representative (rep) on the day of the report, but was still having a little bit of problems. The stimulation was too high in one leg and it was uncomfortable to lay down. The patient checked their device with their patient programmer and synced their ins with their patient programmer to confirm the ins status. The patient was at 0.80 volts. It was suggested that the patient decrease stimulation. The caller stated that they knew how to do that. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.